Event description:
It was reported that during an unk procedure, the device was used to staple the upper part of the rectum. After firing, there was a fecal leak from the staple line. The device had not formed properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.